Event description:
It was reported that during an open ileocecal resection, the firing trigger could not be grasped at the third stroke of the fourth firing when a functional end-to-end anastomosis was performed. The knife touched the stiff tissue at the second stroke of the fourth firing. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Damaged one piece sled, damaged cartridge. Additional information was requested and the following was obtained: how was the patient impacted when "the knife touched the stiff tissue at the second stroke of the fourth firing?"---the firing trigger became not to be grasped, but there was no adverse consequence to the patient. On what tissue type was the device used? At what location on the tissue? ---ileum. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? ---no information. What other color cartridges were used before and after this event? ---no information. Was buttressing material utilized? ---no if so, which product? Was the instrument fired across or near an existing staple line or clip? ---no. Were any unexpected noises heard? ---no if so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? ---the firing force was higher. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? ---yes. Was there any difficulty removing the device from the tissue? ---no. Is there any other additional information you would like to share about this device or procedure? ---no. One device was returned in good visual condition and with a blue cartridge present. The reload was received fully fired and with the pan damaged. Upon further inspection, it was noted that the cartridge deck and one piece sled were damage. This damage is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. The device was tested for functionality in the articulated position with a test cartridge reload and it fired, and formed all the staples as intended. The cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside while no conclusion could be reached as to how the pan became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.